Event description:
Technician alleged the brakes are not holding. No injury reported.

Manufacturer narrative:
The technician found the foot base frame bent. The technician replaced the foot base frame to resolve the issue.